Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old african american female patient who underwent a primary breast reconstruction procedure with an unspecified mentor smooth saline breast prosthesis developed pain and swelling in her left breast. The patient reported that she can feel the implant under her arm, lateral to her left mastectomy. In addition, the patient reported sometimes it gets hard and uncomfortable. The left breast aches and it feels tender above and around the implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.